Event description:
It was reported to boston scientific corporation that a wallstent ng enteral stent system was used during a duodenal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stenosis. The lesion was a 95% stenosis (diameter) and 6cm in length located within the duodenum. It was noted that the patient anatomy had low tortuosity. During the procedure, the stent system was advanced over a guidewire and positioned at the stenosis site. However, when the physician attempted to deploy the stent, resistance was encountered and the stent failed to deploy. The guidewire was moved out of position. When the physician attempted to remove the stent system from the guidewire in order to reposition the guidewire, the tip of the stent system detached. The stent system was removed from the patient and the tip was retrieved. The complainant noted that the distal stent wires had not perforated the outer sheath. The procedure was aborted and rescheduled for (B)(6) 2012. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath had been moved distally over the tip so that the outer sheath was located 36mm distal to the distal end of the tip. The catheter was kinked at several locations along its length and the t-bar connector was detached from the outer sheath. An examination of the t-bar connector noted the presence of glue inside the connector and that the fillet of glue was also present around the edge of the connector, indicating that glue had been applied to attach the sheath to the t-bar connector. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner shaft or the distal tip; however, the distal stent wires were damaged. No issues were noted with the movement of the outer sheath proximally or distally. The condition of the returned device was not consistent with the complaint incident as the tip was not detached. The outer sheath was moved distally over the tip. However, due to the damage found to the distal stent wires, this event will remain reportable. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallstent ng enteral stent system was used during a duodenal stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stenosis. The lesion was a 95% stenosis (diameter) and 6cm in length located within the duodenum. It was noted that the patient anatomy had low tortuosity. During the procedure, the stent system was advanced over a guidewire and positioned at the stenosis site. However, when the physician attempted to deploy the stent, resistance was encountered and the stent failed to deploy. The guidewire was moved out of position. When the physician attempted to remove the stent system from the guidewire in order to reposition the guidewire, the tip of the stent system detached. The stent system was removed from the patient and the tip was retrieved. The complainant noted that the distal stent wires had not perforated the outer sheath. The procedure was aborted and rescheduled for (B)(6) 2012. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.